Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file submitted by the account confirmed a pump stop event with driveline fault alarms. Review of the log file also confirmed a driveline disconnect that led to a second pump stop event; a cause for this disconnect could not conclusively be determined. The submitted log file, which contained data from 05aug2020 to 08sep2020, captured driveline faults, as well as a pump stop event on (B)(6) 2020 with corresponding hazard alarms for low speed and low flow. The file also captured a driveline disconnect and no external power event soon after that led to a pump stop. These events occurred while the system was supported on batteries. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 2 "system operations" states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket... If the driveline disconnects from the system controller, the pump stops. Promptly reconnect it to resume pump operation." This section also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 7 "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them, including the driveline disconnected alarm as well as low speed, low flow, and pump stop alarms. The heartmate ii lvas patient handbook, rev. C is also currently available. Section 2 ¿how your heart pump works¿ warns that "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. In both sections 2 and 4, the handbook warns to "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report # 2916596-2021-00580. It was reported that a log file review was requested. The date range of the log was from (B)(6) 2020 at 8:33 to (B)(6) 2020 at 9:16. The file captured driveline fault events on (B)(6) 2020. On (B)(6) 2020 the file captured speed drops less than the low speed limit and pump stops while connected to battery power. The log file ends with the driveline disconnected. Log file shows the patient was sleeping on battery power which is not recommended.